Event description:
It was reported that the transmitter was not responding. The ac adapter produced a burning smell. The transmitter was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.